Event description:
Caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, while the customer continued using the current pump as backup therapy. The replacement pump will have updated software, and the customer was informed about necessary steps and instructions for use, including storage mode and sensor insertion guidelines. Technical support confirmed the shipping address, advised the caller on return procedures, and the replacement pump was sent without requiring a delivery signature.